Manufacturer narrative:
Failure analysis (fa) lab received a avea user interface module (uim) assembly. An investigation was performed and the reported issue was duplicated. The problem was isolated to a corrupted boot loader.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Carefuison has requested additional information from the distributor in (B)(4)on the reported event and status of the patient. As of (B)(6) 2015 there has been no additional information provided by the distributor in (B)(4) pertaining to that request. (B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a faulty user interface module (uim). The distributor in (B)(4) was shipped a replacement user interface module (uim) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to distributor in (B)(4)for the return of the alleged faulty user interface module (uim) for evaluation. As of (B)(6) 2015, the alleged faulty user interface module (uim) has not been received.

Event description:
The distributor in (B)(4) reported that during the use on a patient the device's screen stated to flicker and the screen eventually went blank and the device continued to cycle. The patient was removed from the device and placed on another device with no harm to patient.